Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: healthcare provider reported "when try to add injection of the saline into te, magna finder didn't respond well. Per the examination result of CT, tab thread became unfixed, and rotated ,the inside and outside turned upside down."

Event description:
Healthcare provider reported "when try to add injection of the saline into te, magna finder didn't respond well. Per the examination result of CT, tab thread became unfixed, and rotated ,the inside and outside turned upside down." This is for an unknown side. Device remains implanted.